Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The inflation issue was able to be confirmed. The shaft leak was not confirmed however there was a crack in the hub which is likely the damages reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Reportedly, a 2.75 x 18 mm xience alpine stent delivery system would not inflate. Additionally, it was noticed that the back clear hub of the stent shaft was leaking contrast. The procedure was successfully completed with another unknown stent. No additional information was provided.